Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 801) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who had not conclusively determined the cause of the adverse event. Allegedly, while performing a procedure one jaw of the bowel grasper broke off and fell into the pt. The doctor immediately retrieved the jaw. The procedure was completed with no injury to the pt.